Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the product was returned in original tray. Grasping hook could easily be advanced, but had slightly straightened. Despite straightened the hook could still grasp and hold the filter. Based on information provided the exact reason for premature filter deployment cannot be determined, but the investigation findings suggest that pulling caused the straightened hook thus the filter to detach too early. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "the dr. Want to implant the filter. In the first step she reloaded the femoral filter to the jugular filter deployment system correctly. But in the body from the patient the filter was gone to early- not in the right position. In this case she removed the filter with our gtrs-200-rb. The patient have no disadvantages during this case." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.